Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain on (B)(6) 2011, eczema on (B)(6) 2010, metrorrhagia on (B)(6) 2009, pollinosis on (B)(6) 2009, vaginal bleeding on (B)(6) 2009, helicobacter pylori test positive in 2008, dyspepsia in 2008, fibrocystic breast disease in 2008, contusion in 2007, eczema in 2006, otitis media serous in 2005, pigmented nevus in 2005, neurotic depression in 2004, epigastric pain in 2003, anxiety in 2003, headache in 2003, gravida ii, twin pregnancy (1), parity 1, vaginal delivery (1 twin), c-section (1 twin) and abortion (1). Date of last menstrual period before essure insertion on (B)(6) 2011. Past family history with no gynecologic oncology background. Concurrent conditions included headache since (B)(6) 2011, cervical spondylosis since (B)(6) 2011, tubal ligation since (B)(6) 2011, blood pressure high (no arterial hypertension) since (B)(6) 2010, migraine headache since (B)(6) 2010, hypertriglyceridemia since (B)(6) 2010, chronic venous insufficiency and smoker (1 , then 7 cigarettes/day). In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have transaminases abnormal ("abnormal transaminase results in blood count"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced pain in extremity ("leg pain"). On (B)(6) 2012, the patient experienced headache ("constant headache"). On (B)(6) 2012, the patient experienced spinal osteoarthritis ("cervical arthrosis"). On (B)(6) 2013, the patient experienced back pain ("non-radiating intense lumbalgia"). On (B)(6) 2017, the patient experienced heavy menstrual bleeding ("excessive vaginal bleeding, hypermenorrhea") and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("intense dysmenorrhoea"). On (B)(6) 2017, the patient experienced pelvic pain ("intense dysmenorrhoea-like pain in both sides of the iliac fossa and in the hypogastrium that will not subside with oral analgesia / pelvic pain"), coccydynia ("coccydynia") and hypoaesthesia ("face numbness") and was found to have uterine leiomyoma ("23-mm intramyometrial myoma in posterior side"). In 2017, the patient experienced eczema ("eczema on elbows, knees, back of hand and neck"). On (B)(6) 2018, the patient experienced haemorrhoids ("haemorrhoids") and dermatitis ("dermatitis"). On (B)(6) 2019, the patient experienced intervertebral disc protrusion ("cervical herniation") and neck pain ("cervical pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reactions"), swelling ("swelling"), balance disorder ("sensation of postural instability") and genital haemorrhage ("excessive bleeding"). The patient was treated with desogestrel, ferrous sulfate (tardyferon), norethisterone acetate (primolut nor), tramadol, tranexamic acid (amchafibrin), dienogest + estradiol valerate (qlaira) and surgery (bilateral salpingectomy with essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, haemorrhoids, dermatitis, transaminases abnormal, spinal osteoarthritis, weight increased, intermenstrual bleeding, eczema, uterine leiomyoma, hypersensitivity, swelling, balance disorder, coccydynia, hypoaesthesia, intervertebral disc protrusion, neck pain and genital haemorrhage outcome was unknown and the back pain, headache and pain in extremity had not resolved. The reporter considered back pain, balance disorder, coccydynia, dermatitis, dysmenorrhoea, eczema, genital haemorrhage, haemorrhoids, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, intermenstrual bleeding, intervertebral disc protrusion, neck pain, pain in extremity, pelvic pain, salpingitis, spinal osteoarthritis, swelling, transaminases abnormal, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepant information: tubal ligation on (B)(6) 2011, hysteroscopic essure insertion on (B)(6) 2011. The lawyer reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2015: negative. Gynaecological examination - on (B)(6) 2017: abdomen: depressible and soft abdomen, non-painful upon deep palpation. Negative blumberg. External genitalia and vagina: normal. Mild leucorrhoea of normal appearance. Cervix: good epithelium, non-painful upon manual examination. Uterus: anteverted. Normal in size, shape and consistency. No palpable adnexal pathologies. Breasts: symmetrical, medium-large. No skin alterations. No nipple-areolar complex alterations. No palpable tumors. Normal armpits.; on (B)(6) 2017: external genitalia and vagina: normal. Speculum examination: cervix with good epithelium. Some blood remains in vagina with mild active bleeding stemming from the cervical canal after valsalva manoeuvre. Closed and flexible cervix, non-painful upon lateral pressure or uterine palpation. Anteverted protruding uterus. No palpable adnexal pathologies. Depressible and soft abdomen, non-painful upon deep palpation. No signs of peritoneal inflammation. Hysterosalpingogram - on (B)(6) 2017: linear endometrium length with no pathological observations. Hysteroscopy - on (B)(6) 2019: normal vaginoscopy, normal endocervical canal, regular-sized uterine cavity with proliferative-phase endometrium. Both ostia visible and appear normal. Laparoscopy - on (B)(6) 2019: polimyomatous enlarged uterus. Both fallopian tubes normal. Rest of the cavity normal. Right and left salpingectomy with circumferential incision at cornu, complete removal of the devices (complete central axis confirmed with contrast, 22 coil loops and proximal metal sheet) together with fallopian tube; proximal section removed after pulling towards the tubes. Mammogram - in 2016: normal. Ultrasound scan - on (B)(6) 2017: normal protruding uterus. Adenomyosis. Anteverted. 107-mm long with 5-mm of endometrial thickness, due to which seeing far end not possible. 30-mm normal right adnexa. 43-mm normal left adnexa. No free fluid; on (B)(6) 2017: adenomyosis. Anteverted uterus, hysterometry 109 mm. 23-mm intramyometrial myoma in posterior side. 6 mm, endometrial thickness. 28 mm normal right ovary. 29 mm normal left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: a new reporter (lawyer) and new adverse event (excessive bleeding ) was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain on (B)(6) 2011, eczema on (B)(6) 2010, metrorrhagia on (B)(6) 2009, pollinosis on (B)(6) 2009, vaginal bleeding on (B)(6) 2009, helicobacter pylori test positive in 2008, dyspepsia in 2008, fibrocystic breast disease in 2008, contusion in 2007, eczema in 2006, otitis media serous in 2005, pigmented nevus in 2005, neurotic depression in 2004, epigastric pain in 2003, anxiety in 2003, headache in 2003, gravida ii, twin pregnancy (1), parity 1, vaginal delivery (1 twin), c-section (1 twin) and abortion (1). Date of last menstrual period before essure insertion on (B)(6) 2011. Past family history with no gynecologic oncology background. Concurrent conditions included headache since (B)(6) 2011, cervical spondylosis since (B)(6) 2011, tubal ligation since (B)(6) 2011, blood pressure high (no arterial hypertension) since (B)(6)2010, migraine headache since (B)(6) 2010, hypertriglyceridemia since (B)(6) 2010, chronic venous insufficiency and smoker (1 , then 7 cigarettes/day). In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have transaminases abnormal ("abnormal transaminase results in blood count"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced pain in extremity ("leg pain"). On (B)(6) 2012, the patient experienced headache ("constant headache"). On (B)(6) 2012, the patient experienced spinal osteoarthritis ("cervical arthrosis"). On (B)(6) 2013, the patient experienced back pain ("non-radiating intense lumbalgia"). On (B)(6) 2017, the patient experienced menorrhagia ("excessive vaginal bleeding, hypermenorrhea") and metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("intense dysmenorrhoea"). On (B)(6) 2017, the patient experienced pelvic pain ("intense dysmenorrhoea-like pain in both sides of the iliac fossa and in the hypogastrium that will not subside with oral analgesia"), coccydynia ("coccydynia") and hypoaesthesia ("face numbness") and was found to have uterine leiomyoma ("23-mm intramyometrial myoma in posterior side"). In 2017, the patient experienced eczema ("eczema on elbows, knees, back of hand and neck"). On (B)(6) 2018, the patient experienced haemorrhoids ("haemorrhoids") and dermatitis ("dermatitis"). On (B)(6) 2019, the patient experienced intervertebral disc protrusion ("cervical herniation") and neck pain ("cervical pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reactions"), swelling ("swelling") and balance disorder ("sensation of postural instability"). The patient was treated with desogestrel, ferrous sulfate (tardyferon), norethisterone acetate (primolut nor), tramadol, tranexamic acid (amchafibrin), dienogest + estradiol valerate (qlaira) and surgery (bilateral salpingectomy with essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, menorrhagia, pelvic pain, dysmenorrhoea, haemorrhoids, dermatitis, transaminases abnormal, spinal osteoarthritis, weight increased, metrorrhagia, eczema, uterine leiomyoma, hypersensitivity, swelling, balance disorder, coccydynia, hypoaesthesia, intervertebral disc protrusion and neck pain outcome was unknown and the back pain, headache and pain in extremity had not resolved. The reporter considered back pain, balance disorder, coccydynia, dermatitis, dysmenorrhoea, eczema, haemorrhoids, headache, hypersensitivity, hypoaesthesia, intervertebral disc protrusion, menorrhagia, metrorrhagia, neck pain, pain in extremity, pelvic pain, salpingitis, spinal osteoarthritis, swelling, transaminases abnormal, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepant information: tubal ligation on (B)(6) 2011, hysteroscopic essure insertion on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2015: negative. Gynaecological examination - on (B)(6) 2017: abdomen: depressible and soft abdomen, non-painful upon deep palpation. Negative blumberg. External genitalia and vagina: normal. Mild leucorrhoea of normal appearance. Cervix: good epithelium, non-painful upon manual examination. Uterus: anteverted. Normal in size, shape and consistency. No palpable adnexal pathologies. Breasts: symmetrical, medium-large. No skin alterations. No nipple - areolar complex alterations. No palpable tumors. Normal armpits; on (B)(6) 2017: external genitalia and vagina: normal. Speculum examination: cervix with good epithelium. Some blood remains in vagina with mild active bleeding stemming from the cervical canal after valsalva manoeuvre. Closed and flexible cervix, non-painful upon lateral pressure or uterine palpation. Anteverted protruding uterus. No palpable adnexal pathologies. Depressible and soft abdomen, non-painful upon deep palpation. No signs of peritoneal inflammation. Hysterosalpingogram - on (B)(6) 2017: linear endometrium length with no pathological observations. Hysteroscopy - on (B)(6) 2019: normal vaginoscopy, normal endocervical canal, regular-sized uterine cavity with proliferative-phase endometrium. Both ostia visible and appear normal. Laparoscopy - on (B)(6) 2019: polimyomatous enlarged uterus. Both fallopian tubes normal. Rest of the cavity normal. Right and left salpingectomy with circumferential incision at cornu, complete removal of the devices (complete central axis confirmed with contrast, 22 coil loops and proximal metal sheet) together with fallopian tube; proximal section removed after pulling towards the tubes. Mammogram - in 2016: normal. Ultrasound scan - on (B)(6) 2017: normal protruding uterus. Adenomyosis. Anteverted. 107-mm long with 5-mm of endometrial thickness, due to which seeing far end not possible. 30-mm normal right adnexa. 43-mm normal left adnexa. No free fluid; on (B)(6) 2017: adenomyosis. Anteverted uterus, hysterometry 109 mm. 23-mm intramyometrial myoma in posterior side. 6 mm, endometrial thickness. 28 mm normal right ovary. 29 mm normal left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain on (B)(6) 2011, eczema on (B)(6) 2010, metrorrhagia on (B)(6) 2009, pollinosis on (B)(6) 2009, vaginal bleeding on (B)(6) 2009, helicobacter pylori test positive in 2008, dyspepsia in 2008, fibrocystic breast disease in 2008, contusion in 2007, eczema in 2006, otitis media serous in 2005, pigmented nevus in 2005, neurotic depression in 2004, epigastric pain in 2003, anxiety in 2003, headache in 2003, gravida ii, twin pregnancy (1), parity 1, vaginal delivery (1 twin), c-section (1 twin) and abortion (1). Date of last menstrual period before essure insertion on (B)(6) 2011. Past family history with no gynecologic oncology background. Concurrent conditions included headache since (B)(6) 2011, cervical spondylosis since (B)(6) 2011, tubal ligation since (B)(6) 2011, blood pressure high (no arterial hypertension) since (B)(6) 2010, migraine headache since (B)(6) 2010, hypertriglyceridemia since (B)(6) 2010, chronic venous insufficiency and smoker (1 , then 7 cigarettes/day). In 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have transaminases abnormal ("abnormal transaminase results in blood count"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced pain in extremity ("leg pain"). On (B)(6) 2012, the patient experienced headache ("constant headache"). On (B)(6) 2012, the patient experienced ligament sprain ("cervical arthrosis"). On (B)(6) 2013, the patient experienced back pain ("non-radiating intense lumbalgia"). On (B)(6) 2017, the patient experienced menorrhagia ("excessive vaginal bleeding, hypermenorrhea") and metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("intense dysmenorrhoea"). On (B)(6) 2017, the patient experienced pelvic pain ("intense dysmenorrhoea-like pain in both sides of the iliac fossa and in the hypogastrium that will not subside with oral analgesia"), coccydynia ("coccydynia") and hypoaesthesia ("face numbness") and was found to have uterine leiomyoma ("23-mm intramyometrial myoma in posterior side"). In 2017, the patient experienced eczema ("eczema on elbows, knees, back of hand and neck"). On (B)(6) 2018, the patient experienced haemorrhoids ("haemorrhoids") and dermatitis ("dermatitis"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reactions"), swelling ("swelling") and balance disorder ("sensation of postural instability"). The patient was treated with desogestrel, norethisterone acetate (primolut nor), tranexamic acid (amchafibrin), dienogest + estradiol valerate (qlaira) and surgery (bilateral salpingectomy with essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, menorrhagia, pelvic pain, dysmenorrhoea, haemorrhoids, dermatitis, transaminases abnormal, ligament sprain, weight increased, metrorrhagia, eczema, uterine leiomyoma, hypersensitivity, swelling, balance disorder, coccydynia and hypoaesthesia outcome was unknown and the back pain, headache and pain in extremity had not resolved. The reporter considered back pain, balance disorder, coccydynia, dermatitis, dysmenorrhoea, eczema, haemorrhoids, headache, hypersensitivity, hypoaesthesia, ligament sprain, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, salpingitis, swelling, transaminases abnormal, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepant information: tubal ligation on (B)(6) 2011, hysteroscopic essure insertion on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - in 2015: negative. Gynaecological examination - on (B)(6) 2017: abdomen: depressible and soft abdomen, non-painful upon deep palpation. Negative blumberg. External genitalia and vagina: normal. Mild leucorrhoea of normal appearance. Cervix: good epithelium, non-painful upon manual examination. Uterus: anteverted. Normal in size, shape and consistency. No palpable adnexal pathologies. Breasts: symmetrical, medium-large. No skin alterations. No nipple-areolar complex alterations. No palpable tumors. Normal armpits.; on (B)(6) 2017: external genitalia and vagina: normal. Speculum examination: cervix with good epithelium. Some blood remains in vagina with mild active bleeding stemming from the cervical canal after valsalva manoeuvre. Closed and flexible cervix, non-painful upon lateral pressure or uterine palpation. Anteverted protruding uterus. No palpable adnexal pathologies. Depressible and soft abdomen, non-painful upon deep palpation. No signs of peritoneal inflammation. Hysterosalpingogram - on (B)(6) 2017: linear endometrium length with no pathological observations. Hysteroscopy - on (B)(6) 2019: normal vaginoscopy, normal endocervical canal, regular-sized uterine cavity with proliferative-phase endometrium. Both ostia visible and appear normal. Laparoscopy - on (B)(6) 2019: polimyomatous enlarged uterus. Both fallopian tubes normal. Rest of the cavity normal. Right and left salpingectomy with circumferential incision at cornu, complete removal of the devices (complete central axis confirmed with contrast, 22 coil loops and proximal metal sheet) together with fallopian tube; proximal section removed after pulling towards the tubes. Mammogram - in 2016: normal. Ultrasound scan - on (B)(6) 2017: normal protruding uterus. Adenomyosis. Anteverted. 107-mm long with 5-mm of endometrial thickness, due to which seeing far end not possible. 30-mm normal right adnexa. 43-mm normal left adnexa. No free fluid; on (B)(6) 2017: adenomyosis. Anteverted uterus, hysterometry 109 mm. 23-mm intramyometrial myoma in posterior side. 6 mm, endometrial thickness. 28 mm normal right ovary. 29 mm normal left ovary. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.